Manufacturer narrative:
Unit was received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test due to missing segments/partial display. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The customer¿s mother reported a dark spot in the middle of the lcd screen. The customer did not troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.